Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of delivery issue: anatomy was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female patient was being implanted with an impella 5.5 device for mechanical circulatory support, and that the impella 5.5 pump could not be placed. The doctor performed a cutdown for the right axillary placement, but was unable to find the artery. Direct insertion was suggested by the onsite representative, however the doctor proceeded to attempt to place the pump without a graft. Although the pump was able to advance to the aorta, it would not cross the aortic valve. The implant was subsequently aborted.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07662 was provided.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.